Manufacturer narrative:
This device was returned to the (B)(4), and was returned to the manufacturer for evaluation and complaint investigation. This investigation is ongoing, and the results will be communicated to FDA via follow-up MDR within 30 days of its conclusion.

Event description:
Pick was placed on an active baby (B)(6) 2015. Infusions were performed on (B)(6) with no notice of leakage. On the next day a dressing change was done and that is when the leak was noticed. So they flushed it to see where the leak was, and that is when the noticed quite a bit of leakage just below the wings. When trying to address the catheter issue the catheter broke off. The catheter was able to be removed.

Manufacturer narrative:
This device was returned to the vygon us, and was returned to the manufacturer for evaluation and complaint investigation. Examination of the faulty sample showed that the catheter broke off just distal to the anti-kink collar. When examining the breakage area microscopically a rough, jagged surface was visible which is typical for high tensile force. As the disinfectant used contained alcohol, it is essential to let the disinfectant dry completely before the catheter is placed. Alcohol or organic solvents can damage the catheter material (as stated in the product IFU). Each catheter is leak and flow tested during production, therefore a production fault is very unlikely. This is first complaint of this nature for this lot. Preventive action: vygon includes a warning leaflet inside each catheter package advising the user to avoid allowing alcohol based disinfectants, or other organic solvents to come into contact with the catheters.

Event description:
Pick was placed on an active baby (B)(6) 2015. Infusions were performed on (B)(6) with no notice of leakage. On the next day a dressing change was done and that is when the leak was notice. So they flushed it to see where the leak was, and that is when the noticed quite a bit of leakage just below the wings. When trying to address the catheter issue the catheter broke off. The catheter was able to be removed.